Event description:
It was reported, the telescope had a broken/missing eye piece. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The described issue was confirmed, by the sbc. Based on the investigation results. It is possible, that the funnel was broken, during use. However, a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.